Event description:
It was reported that when the colonovideoscope was inserted into the processor and when turned on showed no image appeared on the screen; instead, a black and white static image was displayed. The issue occurred during preparation for use, and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.